Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 3/4/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause of high control result is due to improper storage: strips left outside of vial for an extended period of time (B)(4).

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2016 produced result of e-3 upon insertion of test strip into meter port. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 12/25/2017 and open vial date is undisclosed.